Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) called and requested clinic appointment due to increasing arrhythmia and internal cardiac defibrillator (ICD) firing twice yesterday and once today. It was stated that the device had fired 2 times in (B)(6). Interrogation showed several events of unifocal non-sustained ventricular tachycardia (nsvt). Patient is now admitted to hospital for electrical physiologist (ep) consult and possible repeat ventricular tachycardia (vt) ablation. On (B)(6) patient had 34 beats of asymptomatic vt overnight. He reports diarrhea now for the 4th day. Remote history of clostridium difficile (c-diff). A gastrointestinal (gi) consult was ordered. Stool studies and cultures were sent. Increased drainage and redness in driveline site. Infectious disease consult ordered and wound culture sent. On (B)(6), diarrhea resolving and all gi panels were negative including c-diff. Infectious disease ordered medications. On (B)(6), ep recommends vt ablation and appointment set for (B)(6). No additional information available.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported from the clinical study site that the patient was taken to electrical physiological (ep) lab for electrophysiology study & radiofrequency ablation of multiple monomorphic ventricular tachycardia. It was stated that the patient tolerated the procedure well. On (B)(6) 2017 patient was discharged home on amiodarone 100mg every (q) day & mexitil 200mg twice a day (bid). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical study site that the patient received shocks on (B)(6) 2017, and then two additional shocks on (B)(6) 2017. No additional information available. Related complaints: MFR report #: 3007042319-2017-02310. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.